Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at the time implant is unknown. The patient's vessels have severe disease progression with the aortic neck dilatation and 55 degrees aortic neck angulation. The aortic neck diameter is 26mm in diameter at the renal artery and 29 mm in diameter at 15 mm below the renal artery. It was reported 43 months post stent graft implant, the stent graft has migrated with a type I endoleak due to the disease progression with aortic neck dilatation. The physician elected to place one aneurx 28 mm aortic cuff and two talent aortic cuffs and the migration and endoleak was resolved. There are no additional clinical sequelae reported and the patient was reported to be fine.

Manufacturer narrative:
Evaluation codes, results and conclusion: migration. Have severe disease progression with the aortic neck dilatation and 55 degree aortic neck angulation.